Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the problems reported. The system was tested and met all product specifications. (B)(4)

Event description:
Adverse event(s): "pt is okay" (no consequences or impact to pt). Product problem(s): "unit was not working in sculpt mode" (device operates differently than expected). A nurse reported the unit would not work in sculpt mode during surgery. The system was switched out and the case was completed. No pt impact was reported.